Manufacturer narrative:
Other, other text: investigation results completed on a smiths medical syringe infusion pumps/medfusion 4000 pumps. Interconnect board problem was validated during powering up with battery not working along with event log revealing battery not working. Event caused by interconnect board contaminated from fluid ingression, which has caused the battery issue. The physical condition of the pump revealed a crack on lower left front corner of top case and also cracked on right plunger case and battery door. Action taken to replace the interconnect board . Top case, right plunger case, battery door will be replaced on a later day as reported. Device passed all functional and delivery testing.

Event description:
Investigation completed and summarized in h 10.

Event description:
Investigation completed and summarized in h 10.

Manufacturer narrative:
Investigation results completed on a smiths medical syringe infusion pumps/medfusion 4000 pumps. Interconnect board problem was validated during powering up with battery not working along with event log revealing battery not working. Event caused by interconnect board contaminated from fluid ingression, which has caused the battery issue. The physical condition of the pump revealed a crack on lower left front corner of top case and also cracked on right plunger case and battery door. Action taken to replace the interconnect board . Top case, right plunger case, battery door will be replaced on a later day as reported. Device passed all functional and delivery testing.

Event description:
Investigation completed and summarized.

Manufacturer narrative:
Other text: investigation results completed on a smiths medical syringe infusion pumps / medfusion 4000 pumps. Interconnect board problem was validated during powering up with battery not working along with event log revealing battery not working. Event caused by interconnect board contaminated from fluid ingression, which has caused the battery issue. The physical condition of the pump revealed a crack on lower left front corner of top case and also cracked on right plunger case and battery door. Action taken to replace the interconnect board . Top case, right plunger case, battery door will be replaced on a later day as reported. Device passed all functional and delivery testing.

Event description:
It was reported the pump had issues with the interconnect board. No patient involvement.